Manufacturer narrative:
The hill-rom technician found the right side rail slide bracket needed to be replaced. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in april 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the right side rail slide bracket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed's right side rail was not latching properly. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).